Event description:
Healthcare professional reported customer had one episode of losing consciousness, because customer freestyle meter is not calibrated correctly. Health care professional reported customer experiencing symptoms of "decrease in consciousness, sweating and sleepiness". Customer's family member called emt and receiving a reading of 100 mg/dl per their hcp meter and 29 mg/dl at the emergency room. Although, it was reported that customer was diagnosed with diabetic ketoacidosis. It is not consistent with the symptoms and readings. No additional information on treatment is available.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.